Manufacturer narrative:
H11: the actual device was not available; however, four companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that bubbles were observed during the direct entry compounding cycle. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set created bubbles from port 5 (potassium phosphate). This was observed during compounding of tpn (total parenteral nutrition). The device was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.